Manufacturer narrative:
Device is a combination product. (B)(4). Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.25x28mm promus element ¿ drug-eluting stent was advanced for treatment. However, it was noted that the shaft was kinked and the stent was dislodged inside the patient¿s body. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element ous, mr 2.25x28mm, stent delivery system was returned for analysis. It was noted during analysis that the stent was not returned for analysis. Additional information was requested on how and when stent detachment occurred. The customer replied stating the stent dislodged inside the patient, however it was removed and then discarded. A review of the manufacturing data for the stent profile, crimp force and crimp temperature was performed and no anomalies were noted. The stent outer diameter (od) is measured and verified against specification for the product prior to packaging and shipping. The maximum crimped stent profile measurement at the time of manufacture was within the specification. Stent detachment most likely occurred due to handling during preparation following removal of the stent protector however this cannot be determined. A visual examination of the balloon showed that the balloon cones were reviewed and no issues were noted. The balloon wings were tightly folded and not subjected to positive pressure. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found there was no damage on the hypotube shaft. A visual and tactile examination found no issue with the shaft polymer extrusion. No issue with the bi-component weld. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.25x28mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the shaft was kinked and the stent was dislodged inside the patient¿s body. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.